Event description:
It was reported that non preloaded multifocal intraocular lens was explanted during secondary procedure as the patient complained of photic phenomena. No other information was available.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between 10/15/2024 and 12/02/2024. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.